Manufacturer narrative:
The reported events were dislodgement, unable to implant and ¿when flushing lead with water, it detected that water was leaked through the middle part of lead¿. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of ¿when flushing lead with water, it detected that water was leaked through the middle part of lead¿ was not confirmed. A flush test was performed, and visual analysis did not find any signs of leakage at the middle part of the lead. Analysis was normal, no anomalies were found

Event description:
During an initial implant procedure, it was reported that the left ventricular (lv) lead dislocated from its intended position and could not be implanted. Additionally, the lv lead was removed from the heart and flushed with water and a break was noted causing fluid to leak. The lv lead was exchanged and a new lv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.

Manufacturer narrative:
Initial serial number inputted by the rep was incorrect, thus this correction report is to address that and input the correct serial number of the product in question.